Manufacturer narrative:
Records indicate this lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported this right atrial (ra) lead had fractured during a recent device change out. Reprogramming the pacing mode to vvdr was discussed. Ra sensing was noted to be good, however there was no capture. No adverse patient effects were reported.